Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated in the product analysis center (pac). The root cause of the reported issue was determined to be a defective digital board. Further component level could not be conclusively determined. The device was destructively tested.

Event description:
A customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no reports of patient use associated with the reported event.